Event description:
A customer reported that they had identified a fluid leak on the top of the reaction wheel of a unicel dxc 800 synchron system. The customer indicated that they had been addressing cuvette wash issues on the unicel dxc 800 synchron system. The leak was discovered by the customer while troubleshooting a broken instrument probe. The customer interfaced with the machine while wearing appropriate personal protective equipment and replaced the probe. It was during this time that the leak was identified. There was no healthcare worker exposure of uncovered wounds or mucous membranes to biohazardous material and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, to address this issue. The field service engineer performed an alignment of the cuvette wash/vacuum probes to address broken probe previously replaced by the customer. The fse inspected the cuvettes and none were broken. The fse primed the wash tower and inspected the spray and vacuum. No issues were noted. Performance tests were performed however all cuvettes failed with water blank issue. The fse replaced the photometer to address the cuvettes wash blank failures. A subsequent analyte quality control and calibration assessment generated results that were within established specifications. Upon completion of the repairs the instrument was returned into service.